Event description:
It was reported that the patient had presented in the ER with complaints of syncope. The patient left the ER on his own accord against medical advice later he was taken to the ER by emts. Multiple shocks were delivered on (B)(4)-2012. The patient expired on (B)(4)-2012. The device was explanted. Post-mortem interrogation of the device found no anomaly. Drug overdose was supspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.